Manufacturer narrative:
Product analysis was unable to confirm the reported event. The cylinders were visually inspected and functionally tested. Both of cylinders had a hole in the outer tube due to wear at a folds; however, there was no damage to the inner tube resulting in the cylinders to pass the leak test. The pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. Product analysis concluded there was no device malfunction as the identified holes do not affect the overall functionality of the device.

Event description:
It was reported that the patient was not able to inflate an inflatable penile prosthesis (ipp) due to it not working. A revision surgery was performed in which the existing device was removed. The patient did not experience any adverse events and was said to be stable following the procedure.